Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the device system was explanted due to the pocket not healing, infection, and erosion. A new system was implanted three days later. It was noted that the patient was hospitalized. There were no additional adverse effects reported.